Event description:
Voluntary medwatch received from the customer reporting blood leaking from the clave. The report states, "IV tubing found to be dripping blood continuously out of the port onto the floor. Pt denied syncope, sbp 102/70. Stat h&h. Tubing replaced. No injury noted to the pt." The customer was contacted for further info. The customer contact reported d5ns was being delivered through a peripheral catheter via a plum pump at an unspecified rate. The pt turned on the nurse call light to notify the nursing staff that the tubing set was leaking. When the nurse went into the pt's room, they observed that blood was leaking from the "side port" onto the floor. The customer contact was unable to quantify the amount of blood loss but did report the loss as a "minimal amount." The tubing was changed for a new set and therapy was resumed. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.